Event description:
Per complaint (B)(4), a driver was stuck on a dental abutment and implant during clinical procedure. The implant was removed and the procedure was completed in the same visit. No adverse consequences were reported.

Manufacturer narrative:
Follow-up report is to notify of completed device evaluation.